Manufacturer narrative:
Type 2 on vgo 40 since (B)(6) 2017 reported that he bg was really low. Pt stated his wife had to call ambulance, pt was acting erratic. Pt stated that day he felt flush, shaking, sweating, woozy. Pt. Refused to be transported to the hospital; pt. Bg when checked by emt was 39 and he was given glucose gel. After 20 minutes his bg was 75. Pt. Has had two or three lows since (B)(6) 2017 and believes its due to him not eating. Pt. Does not eat regularly scheduled meals. Pt. Was discontinued from bolusing at meals and indicated that the hcp office was considering changing him to a smaller vgo 30. There is no allegation of device malfunction. The vgo in this report was disposed of. Root cause is likely the prescribed bolusing was more insulin than the pt. Required.

Event description:
Type 2 on vgo 40 since (B)(6) 2017 reported that he bg was really low. Pt stated his wife had to call ambulance, pt was acting erratic. Pt stated that day he felt flush, shaking, sweating, woozy. Pt. Refused to be transported to the hospital; pt. Bg when checked by emt was 39 and he was given glucose gel. After 20 minutes his bg was 75. Pre-vgo bg range reported as 400 to 500 and vgo bg ranged reported as 125 to 150 with 6 bolus clicks at breakfast and 5 for lunch and dinner. Pt. Has had two or three lows since (B)(6) 2017 and believes its due to him not eating. Pt. Does not eat regularly scheduled meals. Pt. Was discontinued from bolusing at meals and indicated that the hcp office was considering changing him to a smaller vgo 30. The vgo in this report was disposed of. This investigation is limited however it appears as the hcp thinks the vgo 40 with the prescribed bolusing was more insulin than the pt. Required. If the pt. Was taking more insulin than required this would cause hypoglycemia.